Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had low battery alerts followed by a blank display. Blood glucose level at the time of the incident was not provided. Customer was unable to get the display to return during troubleshooting. The customer was sent a replacement battey cap and will not return the device for analysis.